Manufacturer narrative:
For ous country. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during the post-op for a procedure of posterior lumbar interbody fusion (plif). It was reported that, the rod which was cut and placed on both sides at l2/3 was broken. The broken rods were removed and the screw on the right of l4 was replaced (the insertion angle was changed). The rod was inserted to the outside with mrc and a dual rod was created. It was also reported that oblique lateral interbody fusion (olif) was performed at l2/3/4. The patient had revision surgery due to broken rod. Patient suffered from lower back pain due to breakage of the rod. There were no fragments left inside the patient. There were no further complications to patient/physician were reported/anticipated.